Event description:
The manufacturer received information that a ds2adv auto CPAP device had a service required error message displayed. The patient reported cleaning the device using warm water and a mild soap. Troubleshooting steps were performed and the device was replaced. There was no report of patient harm or injury. There was no report of medical intervention. The device was returned to a third-party service center for evaluation. During the device evaluation, the third-party service center conducted a visual inspection and discovered that the pca was burned. Additionally, error codes e-10 (err_wdog_test_ram) and e-15 (err_cycle_handler_overrun) were recorded, both indicating reboot-level errors caused by a failed cpu component. The blower box was found to be contaminated, and the user interface panel exhibited scratches and physical damage. Per the customer's request, the device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.